Event description:
(B)(4) (sales representative (B)(4)) who is the stryker neptune rep for all of (B)(6) hospitals is telling his accounts that it is alright to hook up the neptune to the plura vac or other 3rd party suction devices. He uses tricky words to say that its okay to hook the neptune up to the plura vac as long as you use suction tubing (it doesn't work unless there is suction tubing) stryker safety field report says absolutely not and if hospitals use it this way all the neptunes will be taken out of the hospital, all stryker neptunes have a plastic attached picture saying do not hook up, the machine warns you not to hook up this way. Have personally attended in-services from him hearing that it is okay to use this device connected to a plura vac or 3rd party device, was told by him that many other hospitals use it this way. I have seen emails floating around with him giving hospital managers the impression that the tags on the machines, warnings that pop up and stryker safety recall report were incorrect and you had to read between the lines and you could use it this way. Privately spoke with rep and he denied everything said he would never tell people that and he doesn't understand how anyone could be confused. I contacted several other operating rooms in (B)(6) who share the same rep who are hooking the neptune to the plura vac (especially in the cardiac rooms) and who were told by (B)(4) that this behavior is alright. I am very afraid that all the hospitals whom have (B)(4) as their rep (all of (B)(6)) are using the device this way because the rep said it was okay. I personally have received harassment and abusive behavior from my company as I have tried to rectify this misusage of equipment, as the manager wants to believe only what the rep says not what stryker has written 2 times on the neptune or the urgent safety field report that was provided from stryker once the company was called asking if it was alright to hook the neptune to the plura vac. This rep is blatenly giving mis information to his accounts for his personal benefit and not adhering to the intended device use and certainly not keeping the patient, hospital, nurses safe. Use of the device in the past this way has caused death and harm to patients, and after hearing first hand from him, seeing in writing that he is influencing hospitals this way and having him flat out deny it in a private conversation is so dangerous, and a sentinel event waiting to happen.